Event description:
It was reported by the customer that an 840 ventilator had a constant alarm and gui (graphical user interface) red light indicator lit on bdu. The ventilator was not on a patient at the time of the event. The service technician replaced the gui to bdu (breath delivery unit) cable, performed calibrations all testing passed successfully.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a faulty display, generating a constant alarm and gui (graphical user interface) red light indicator lit on bdu. The ventilator was not on a patient at the time of the event. The service technician replaced the gui printed circuit board (pcb) and gui to bdu (breath delivery unit) cable. The unit passed all testing and operates within the manufacturing specifications.